Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three devices. No needle was returned with the instruments. No visual abnormalities were noted for the three instruments. The three instruments were loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for the three instruments. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all the quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell off during the procedure. There was no injury to the patient.